Event description:
The account alleged that the side rail was falling off of the bed. No injury reported.

Manufacturer narrative:
The technician inspected the side rails and bed functions and the bed functioned as designed. There was no issue found with the side rails, no repair needed.